Event description:
This is filed as the clip became caught in the chordae and could not be removed. Another clip was implanted as treatment and is considered medical intervention. It was reported that during a mitraclip procedure, steering the clip delivery system (cds) was very difficult due to the patient's unusual cardiac anatomy as the axis of the heart was rotated and shifted due to a prior heart and lung surgery. There were no functional issues with the device. The cds was not curved more than 90 degrees as per the instructions for use and there were no extreme curves placed on the steerable guide catheter during the procedure. When the cds was in the left ventricle, upon the first attempt to grasp the leaflets with the clip, it became caught on the lateral side of the mitral valve in the chordae. No further movement of the clip was possible. To prevent further damage to the leaflets, the clip was deployed. Although the transesophageal and transthoracic echocardiogram image quality was very limited due to the anatomy, as the clip appeared to have a very stable position, the physician assumed that both leaflets were attached to the clip along with the chordae. No damage to the chordae or leaflets was visible. In the echocardiogram, a new jet was visible at the lateral side of the mitral valve near the deployed clip. The physician assumed that the clip may have shifted the line of coaptation. Two additional clips were placed: one in a central position to treat the original jet and a second on the lateral side to treat the second jet.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the reported difficulty in positioning the device resulting in the clip being caught in the chordae can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies (loose or misaligned sleeve key). Difficulty positioning the cds resulting in clip caught in chordae, may be influenced by morphology of the mitral valve, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. It is possible that the reportedly large valve, along with procedural interactions, resulted in more tension on the device and therefore contributed to the reported difficulty to position the cds resulting in the clip caught in chordae; however, this cannot be confirmed. Sleeve steering issues may be influenced by patient anatomical morphology such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Subsequently, due to the rotated patient anatomy, it is likely that the clip was positioned too far lateral during grasping, causing the clip to get caught in the chordae. Based on the information reviewed and without the device to examine, the reported clip caught in chordae appears to be related to difficult to position (clip moved anteriorly-lateral); however, a definitive cause for the reported difficulty positioning cds could not be determined. The reported sleeve steering issue appears to be related to procedural conditions and not a product quality deficiency. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Post procedure the functional mitral regurgitation grade was reduced from 3 to 1-2. The patient was stable during and post procedure. No additional information was provided. The mitraclip remains implanted in the patient. Investigation is not yet completed. A follow-up report will be submitted with all relevant additional information.